Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an external leak. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated and verified that unit had a massive leak. During the field action fse found more damaged that came from being dropped. This is the increase for the monitor assembly that needs to be replaced. Fse replaced luer plug, non-locking,male, label, screw concealment, assy,helium reservoir, press xdcr hi press 500 psig, valve,300 psi check, regulator, hi pressure helium, fitting,qck dsnc,fvalved,10-32, (d671-00-0004) pcb, motor controller, (d997-00-1181) assy,top level display, new coiled cord. Unit has been repaired and unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.